Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Medical device problem code 1494 - off-label use.

Event description:
It was reported that this was an arteriotomy closure of a superficial femoral artery using the pre-close technique prior to a bicuspid aortic valve (bav) procedure via a 6fr sheath hole. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 10fr sheath and the bav procedure was completed. Reportedly, post procedure the prostyles were used to attempt closure, but there was still an active bleed and the patient's blood pressure increased. Therefore, an additional three devices were trialed but hemostasis was still not achieved. Hemostasis was achieved through a groin patch up procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the device was used in the superficial femoral artery. It should be noted that the electronic perclose prostyle instructions for use (IFU), states: the perclose prostyle smc and repair system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access sites of patients who have undergone diagnostic or interventional catheterization procedures. The patient effects of hemorrhage and high blood pressure/hypertension are listed in the prostyle IFU as a potential adverse event associated with use of the suture mediated closure devices. Based on the information provided, a definitive cause for the reported failure to achieve hemostasis could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The patient effects and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation updated from returning to not returning.